Event description:
Customer reported device = in the 300s mg/dl. Customer tested at 11 pm and device = 180 mg/dl. Customer dosed self with 16 units of insulin. Customer had a seizure at 6 am. Customer fell sick, began to throw up, and act funny. Customer called emergency medical technician (emt). Emt device = 47 mg/dl. Emt gave customer IV and took him to the hospital. Customer was given breakfast and released from the hospital once glucose = 150 mg/dl. No controls were used. A request was made for return product and replacement product was sent.